Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two triclips were implanted on the tricuspid valve. A third clip, a triclip xtw was inserted, and grasping was performed. However, the tr was unable to be reduced, and during independent grasping, the anterior leaflet was observed to be damaged, and a chord was broken. Therefore, the third clip was removed from the patient. No additional clips were implanted, and the tr remained at 5. There was no clinically significant delay in the procedure.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. Two triclips were implanted on the tricuspid valve. A third clip, a triclip xtw was inserted, and grasping was performed. However, the tr was unable to be reduced, and during independent grasping, the anterior leaflet was observed to be damaged, and a chord was broken. Therefore, the third clip was removed from the patient. No additional clips were implanted, and the tr remained at 5. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported unchanged tr. The tissue injury appears to be due to multiple grasping. Tissue injury and tr are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.